Manufacturer narrative:
This report is submitted on november 22, 2022.

Event description:
Per the clinic, the patient experienced an infection at abutment site (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.